Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator at the distal end. A piece approximately 0.063" x 0.307" in size was missing and not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that 6mm fenestrated bipolar forceps instrument was broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown when the issue was identified. There were no reports of anything falling inside the patient nor was there any patient injury reported. It is unknown how the damage occurred.